Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was running over the temperature specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be bearings that were wornout due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the angle attachment device had high temperature. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.